Event description:
A caller reported experiencing a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Tandem technical support confirmed the need for a replacement pump, sent it out, and instructed the caller on how to return the problematic pump.